Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report #2916596-2017-02250. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 1 year 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was admitted on (B)(6) 2017 to an outside facility due to driveline infection. The patient had been taking and augmentin since on (B)(6) 2017 due to the infection. While there, the patient was found to have severe symptomatic anemia with hemoglobin and hematocrit (h/h) of 5.5 g/dl and 17.8%, respectively. The patient had been off coumadin for some time and receiving a sandostatin injection every 28 days. The patient was taking aspirin at the time of the event. The patient denied diarrhea, melena, hematochezia, nausea or vomiting. The patient denied fever or chills but complained of shortness of breath, dyspnea on exertion, and severe weakness to the point of near syncope. The patient also had more leg edema but no increase in weight. Fecal occult blood test was positive. On (B)(6) 2017, the patient was transfused 4 units packed red blood cells (prbc). On (B)(6) 2017 an esophagogastroduodenoscopy (egd)/enteroscopy with biopsy was performed. An 8mm non-bleeding arteriovenous malformation was observed in the proximal jejunum, and was treated with cautery. There was moderate gastritis with patchy areas of erythema and a small hiatal hernia observed. The patient was to continue octreotide infusion. On (B)(6) 2017 the patient¿s h/h improved to 9.2g/dl and 29.5%. The patient was discharged (B)(6) 2017. Reportedly, the patient had recurrent symptomatic anemia with history of gi bleeding. The patient had several previous admissions for gi bleeding due to arteriovenous malformations (avms) that were previously unreported to the manufacturer.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.